Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right breast prosthesis rupture, bilateral breast ptosis. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis (left device) and a mentor memorygel breast implant 535cc gel breast prosthesis (right device) when the right breast prosthesis ruptured post implantation. The rupture was diagnosed via MRI. Additionally, the patient was diagnosed with bilateral breast ptosis. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 375cc saline breast prostheses on (B)(6) 2022. The removed breast prostheses were discarded following explant surgery. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. The suspect medical device is a mentor memorygel breast implant 535cc gel breast prosthesis, catalog #3505535bc, lot #6866828, serial #(B)(6) UDI #(B)(4) PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).